Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and then prefired. The surgeon used another insturment to complete the procedure. The hosp has reported no pt injury occurred.